Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that the device was operating properly. The fsr could not duplicate the reported issue during testing. The fsr performed the operational verification procedure and the device passed all tests and is operating to manufacturer specifications. No further investigation is expected.

Event description:
The customer reported that the vela ventilator was alarming ventilator inoperable (vent inop). The customer did not provide patient information. It is unknown whether there is patient involvement.